Manufacturer narrative:
The insulin pump powered up properly, no blank display and no failed battery test noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received unit with broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 25 mmol/l. The insulin pump was cracked at the battery tube threads. It was advised that the insulin pump would be replaced and the product will be returned for analysis. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.